Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the clinic for follow-up. It was noted that the left ventricular lead was dislodged into the coronary sinus. There were no electrical anomalies noted. The lead was explanted and replaced on (B)(6) 2017. The patient was in stable condition post procedure.